Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay ver. 2.1 on a cobas 6000 e 601 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 60.63 pg/ml and repeated as 27.90 pg/ml. The reagent lot number was 55308501. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer performed and instrument check and values were within tolerance. The investigation could not identify a product problem. The cause of the event could not be determined.